Manufacturer narrative:
Correction: h6; patient code c3114 was inadvertently omitted from the initial report. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. As this search yielded no results, the search was extended to obtain the last lot number with the reported catalog number delivered to the customer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿ a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the fresenius optiflux 180nre dialyzer and the serious adverse event(s) of a suspected dialyzer reaction. The definitive etiology of the event(s) is unknown; therefore, causality cannot be firmly established. However, given the patient¿s complaints (specifics not provided), which resolved with the utilization of the optiflux 180nr dialyzer, a possible causal or contributory role in the event(s) cannot be excluded. Limited information precluded an in-depth and comprehensive investigation. Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the events. While uncommon, hypersensitivity reactions are known to occur with the use of optiflux dialyzers and/or other elements in the extracorporeal circuit. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model. Furthermore, the product(s) was discarded and is unavailable for manufacturer investigation.

Event description:
The biomedical technician (biomed) from a hemodialysis (hd) user facility reported that a patient experienced reactions to the optiflux 180nre dialyzer. The patient¿s dialyzer was reportedly switched to an optiflux 180nr, and the patient did not encounter a return of the unspecified symptoms. The biomed was unable to provide a specific number of treatments when this occurred. Additionally, they were unable to provide lot numbers, symptoms experienced, or other treatment specific details. Multiple attempts have been to obtain additional information (e.g. Patient demographics, outpatient home clinic, treatment records, medical records) from the biomed, and the user facility's clinic manager (cm). To date, no additional information has been provided.